Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient presented with an acute ischemic stroke secondary to emergency large vessel occlusion. Clinically, the patient presented with global aphasia and right hemiplegia. Angiography revealed an occlusion that was extending from the supraclinoid left internal carotid artery (ica) to the proximal to mid left m1 segment of the middle carotid artery (mca). The patient received tissue plasminogen activator. Recanalization with a stent retriever and aspiration and balloon angioplasty with another manufacturer's device was unsuccessful. The patient was loaded with 650 mg of aspirin. A triaxial assembly was used to advance a stent (subject device) to the target lesion. The subject device was deployed spanning the mid left m1 down to the distal supraclinoid ica. The occlusive clot was excluded between the outside of the subject device and the inside of the vessel. The follow-up angiogram revealed recanalization of the left mca; however, moderate to severe luminal stenosis of the subject device was evident. Angioplasty with another manufacturer's device partially improved the stenosis. The triaxial system was removed at the conclusion of the procedure and the patient was transferred in critical condition to the intensive care unit. The patient died a day after the procedure due to infarction of the left mca territory (from the stroke the patient presented with) with massive cerebral edema, midline shift, and herniation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Although the stent was used to treat a patient for an ischemic stroke related complication, it cannot be definitively determined that this may have contributed to the stent not opening fully during deployment. Therefore an assignable cause of undeterminable has been assigned to the event.

Event description:
Following administration of the tissue plasminogen activator, unsuccessful mechanical thrombectomy and angioplasty, a stent (subject device) was implanted spreading from the middle left m1 middle cerebral artery (mca) down to the distal supraclinoid internal carotid artery (ica). The occlusive clot was excluded between the outside of the stent and the inside of the vessel. Follow-up angiogram demonstrated recanalization of the left mca with a thrombolysis in cerebral infarction (tici) score of 2b; however, the stent was not fully opened and it was partially improved after balloon angioplasty with another manufacturer balloon. The next day post procedure, the patient died due to complications from the index stroke.